Event description:
A remstar auto w/ht hum,sys one,60 srs,can device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious patient harm or injury, and no medical interventions were required. During the evaluation, the service center visually inspected the device. The inspection revealed that the device is functional, but it displayed multiple error codes and contained evidence of foam particles inside the blower kit. The device was ultimately scrapped. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.